Event description:
It was reported that patient was hospitalized. A farawave ablation catheter was selected for pulse filed ablation procedure. It was mentioned that the patient was hospitalized after redo ablation, a new worsening of left ventricular function found on intracardiac echo with an ejection fraction of about 35-40% visually. It was further confirmed that the patient was now doing well and was discharged on 21 may. No further information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.